Event description:
It was reported the insulin pump stopped working. Customer's blood glucose was 332 mg/dl. Customer's daughter stated issues have been occurring since three days. Customer hasn't seen a doctor for over two years and has had the same settings. Customer was trying to bolus with the device but she doesn't feel ok. Time and date were correct. Call was disconnected. Customer's daughter called back. Customer's daughter stated customer hasn't gotten any insulin for the past three days. The device has been alarming no delivery. Call was disconnected, called back. Customer's daughter stated they were taking the customer to the emergency room to treat for high blood glucose. Bolus settings were there but bolus feature was turned off. Customer's daughter was advised and she stated she was going to take the customer to the emergency room. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.